Event description:
Procedure: unk. Reportedly, the jaws had locked on tissue and there was bleeding other than oozing. Another surgiclip s-9.0 was used on the inner side of the vessel. Then, the surgeon cut the vessle and removed it. Surgical time was not extended in excess of 30 minutes and the surgeon did not state the event was potentially life threatening.